Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Upon visual examination it was apparent that the sensor has been tampered with and the battery removed. Battery removal post-use caused damage to the pcba (printed circuit board assembly). An extended investigation has also been performed. Before performing accuracy test pqe de-cased and re-placed the battery and battery housing, extracted data from the returned sensor. Sensor was in state 5 with codes 3 and 4 in event log, indicating that the sensor ran it's full 14 day period. Therefore, it is suspected that the battery was removed by customer after use. Sensor was de-cased to replace the battery. The sensor was then observed to be in sensor state 5 (indicating normal termination). Re-programmed returned sensor and performed accuracy test, all tests passed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications at the time of manufacturing and release. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.